Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her insulin pump had scroll wrapped to the maximum delivery amount, but she was able to correct it, prior to delivering a bolus. Her blood glucose was 114 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.